Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2003, patient underwent following procedure: division of distal synthes short stature plate the level of c5. Left iliac bone graft. Anterior discectomy and interbody fusion, c5-6, c6-7. Insertion of harm's titanium prosthetic spacer, c5-6 and c6-7. Anterior cervical plating, c5 to c7 with synthes short stature plate; for a pre-op diagnosis of herniated nucleus polposus, c5-6 and c6-7. Postoperative anterior discectomy and interbody fusion, c3-4 and c4-5, (B)(6) 2000. No complications were reported during the procedure. On (B)(6) 2004, patient underwent following procedure: removal of anterior cervical plate, c5 to c7. Anterior discectomy and interbody fusion, c7-t1. Insertion of nuvasive machined allograft spacer, c7-t1, onlay rhbmp-2. Anterior synthes short stature cervical plating, c7-t1; for pre-op diagnosis of 1. Post-op anterior discectomy and interbody fusion c3-4, c4-5, c5-6 and c6-7, transitional syndrome, c7-t1. Per-op notes: a transverse incision was made along the old scar line. Plate extending rom c5 to c7 was exposed beneath some thickened scar. All screws were removed except c5 right screw as its head broke off. The plate was removed and anterior surface of spine was exposed. Sub periosteal dissection was performed across c7-t1 exposing cranial third of anterior surface of t1 vertebral body. Dissection was carried out removing the disc material and good distraction was achieved. After irrigating the wound 8mm allograft spacer filled with rhbmp-2 was placed centrally and recessed slightly within the evacuated disc space. Synthes plate was secured to bodies of c7 and t1 with screws measuring 16mm in height. Somatosensory potentials and evoked motor potentials were performed during the entire procedure with out any complications. On (B)(6) 2010, patient underwent ultrasound of soft tissue of head and neck. On (B)(6) 2011, patient underwent MRI of cervical spine due to neck pain. Impression: extensive instrumentation of cervical spine from c3 possibly to upper thoracic spine. Please note that a good portion of cervical spine and spinal canal is and cervical vertebra obscured due to metallic susceptibility artifact. The visualized portion of the spinal canal and neural foramina are grossly maintained. On (B)(6) 2011, patient underwent CT of cervical spine with contrast, due to neck pain. Impression: there are old postoperative changes of anterior fusion from c3 to t1. Fusion appears solid with no complicating features identified. On (B)(6) 2012, patient underwent ultrasound of soft tissue of head and neck.